Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of the incident was 425 mg/dl, and 405 mg/dl at the time of the call. The customer reported the insulin pump alarmed no delivery during bolus and they treated with manual injection. Troubleshooting was performed. No leaks or air bubbles were found. The high pressure test was not performed and the customer declined to check the settings. The cannula was not bent and insulin did exit the tubing. It was advised the site may have been occluded. The customer was instructed to change the infusion set, reservoir and insulin and treat per doctor's instructions. The insulin pump will not be returned for analysis.